Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update sections: d8, d9. The device was returned to olympus for inspection and the reported failure of black spots in the biopsy channel was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black spots in biopsy channel was due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope presented black spots in biopsy channel. There were no reports of patient harm.